Event description:
It was reported that "iab catheter that failed to unwrap. Physician removed the balloon and tried to manually inflate outside the body and it would not unwrap". As a result, a new catheter was inserted. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint for "iab catheter that failed to unwrap" is confirmed. During the investigation the distal and proximal portion of the iabc bladder was noted twisted and the bladder would fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iab catheter that failed to unwrap. Physician removed the balloon and tried to manually inflate outside the body and it would not unwrap". As a result, a new catheter was inserted. No report of patient harm or injury.